Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil became stuck in the catheter when half of the device was deployed. The target lesion was located in the severely tortuous and moderately calcified internal iliac artery. A 14mmx50cm interlock was selected for use. During procedure, embolization was performed under continuous flushing. However, the coil got stuck in the catheter when half of the device was deployed into the vessel. The device was difficult to push and pull and was then removed together with the catheter. The procedure was completed with another of the same device. No complications reported and patient was good post procedure.